Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, the proximal femoral nail anti-rotation (pfna) operation was performed for the patient who had a fracture of the femur. On (B)(6) 2013, the removal pfna operation was performed due to an incidence of a bone fracture at the distal part. The surgeon inserted the extract screw (356.825) into the blade according to the procedure manual. After that, the surgeon detached the blade from the bone by using hammer. During this process, the blade was stuck and was not removed at 5cm from the bone. The surgeon hit the hammer harder than usual and as a result, the extract screw was loosened. At this time, connection part of the blade was attached with the extraction screw. The connection part of the blade, the blade could not be removed. The nail and the blade were still in the patients bone. The end cap and the locking bolt were removed. For the last time, the locking compression plate-distal femur was used to fix the fracture part. For the nail, the cable and the locking screw for periprosthetic fractures were used. Only the connection part of the blade was removed. This complaint is on the extraction screw for the pfna blade. This is 5 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.